Event description:
A report was received that the patient fell and bruised her left shoulder and rib. The patient was treated with medication. The physician believes that the reported issue is possibly related to the patients stimulation.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Device remains implanted in patient.

Event description:
A report was received that the patient fell and bruised her left shoulder and rib. The patient was treated with medication. The physician believes that the reported issue is possibly related to the patients stimulation.